Event description:
Medtronic received information that a ped# pipeline had a lack of affixing. The patient was being treated for a right posterior communicating artery aneurysm. It was saccular and in the vessel sidewall. Maximum aneurysm diameter: 10mm. Aneurysm dome height: 9mm. Aneurysm dome width: 9mm. Aneurysm neck size: 8mm. Parent artery diameter distal to aneurysm: 4mm. Parent artery diameter proximal to aneurysm: 4mm. Post implant there was significant stasis. Incomplete neck coverage at end of procedure. Class 1 raymond and roy occlusion. Wall apposition was not achieved. It was not due to failure of the device to open. Side branches were not covered by the pipeline. Additional information was received indicating there was a lack of wall apposition which led to bad apposition of the stent requiring the use of a balloon. The stent was covering the ostium of the right ophthalmic artery with persistent downstream patency. It was also indicated the pipeline failed to open.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported site has updated that pipeline did not fail to open and balloon angio was performed to optimize wall apposition with the following response ¿the stent didn't fail to open. It was a lack of affixing of the stent.¿